Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer stopped using the insulin pump about a year ago. When they attempted to insert a new battery, the insulin pump did not turn on. Customer's blood glucose level was not reported. The display did not return after troubleshooting. The customer also had an inquiry about the infusion set recall. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.